Event description:
It was reported that oversensing on the right ventricular lead had resulted in an inhibition of therapy. Low impedance was also noted and the physician suspected that the leads insulation had been damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.